Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 and g2 (inadvertently missed the nation of origin of the complaint). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe fell off by the following mechanism. 1. Seal-and-cut output with the probe in contact with metal clips, stapler needles, and other surgical equipment. 2. The probe was scratched. 3. When a bending load was applied to the tip of the probe, a crack occurred starting from the scratch, and the probe broke. Based on the previous similar cases, it can be inferred that some kind of force might have applied to distal end of the grasping section causing the detachment. 1. Peeling of the gripping coating may have occurred due to scraping off dirt such as scorching with a hard object. The event can be detected/prevented by following the instructions for use which state: "this product is intended for soft tissues. At the tip of the probe, such as bone and calcified tissue. Hard tissues, such as metal clips, stapler needles, other surgical instruments or forceps. Do not output in a gripped state. Scratches on the tip of the probe or hard substances. The heat generated by the friction between the probe tip and the tissue pad causes severe wear and deformation of the tissue pad. Tearing, partial peeling occurs, and when the metal of the probe tip and the gripping part come into contact. There is a risk that the tip of the probe will break before the lar message is displayed or the warning sound is sounded. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. For output, metal clips, stapler needles, other surgical equipment and forceps, etc. Do not touch the probe tip or gripping part with the object or grasp them absolutely. Not that. You may also unknowingly come into contact with the tip of the probe with these hard objects. Be careful because it may be done. Ultrasonic vibration touches the tip of the probe. This may cause damage or fall off. In addition, high-frequency currents are used to make it it may flow into the metal and cause a spark discharge, which may lead to burns and deterioration of function is also connected. In addition, the insulating structure is damaged and the high-frequency leakage current causes thermal injuries to the tissue. There is a risk of damage. During output, do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments. Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities, which may lead to burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. During surgery, metal exposure around the gripping part and grasping part, and scorching of the probe tip, etc. Dirt should be removed with a soft object such as sterile gauze or a soft brush. If you try to scrape it off with a hard object such as a blade or tweezers, it will be on the gripping part or the tip of the probe. It may be scratched, break during the procedure, and fall out into the body cavity. In addition, the insulation structure. Doing so may damage the structure and cause thermal injuries to the tissue due to high-frequency leakage currents. If the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 17 mm from the distal end. There was scratch around the broken point. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during a neck dissection, the subject device was used. Seal short circuit error occurred and the user became unable to seal. The tip of the device was misaligned. The probe was broken off outside the patient when a load was subjected to the probe to fix it. There was no patient injury reported. This is the report regarding the breakage of the probe.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).